Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * can you identify the product code and lot number of the product used? * were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent a delivery surgery procedure on (B)(6) 2025 and suture was used. During the procedure, the patient came to the hospital for a single live birth due to g3p139+6 week intrauterine pregnancy . At 11:57 on the day of admission, a live baby girl was delivered under perineal protection. The patient's perineal tear was first degree, and the perineal wound was routinely sutured with 2 external stitches. When suturing the perineum during surgery, the suture suddenly broke. The doctor immediately replaced it, and after the replacement, there were no abnormalities in the suturing. The patient's mother and daughter returned safely to the ward after surgery. The event of suture breakage during intraoperative suturing increases the risk of bleeding and danger for patient. No adverse patient consequences were reported. Additional information was requested.